Event description:
It was reported that the asymptomatic patient presented via (B)(6) with post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on the stored egm. Technical services suggested changes and they would be discussed with the physician. The patient would be scheduled for follow up.